Event description:
Info received indicates a nurse call cannot be placed.

Manufacturer narrative:
The technician isolated the issue to broken pins on the head connection of the nurse call cable assembly. The technician replaced the cable and tested the bed.